Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had incorrect label information and foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no. 367986, batch no. 9143647. It was reported that a expired tube was included in the shelf pack. An expired tube was found in the shelf pack, also had a different lot number. It was caught before use. Update: tube has blood in it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had incorrect label information and foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no. 367986. Batch no. 9143647. It was reported that a expired tube was included in the shelf pack. An expired tube was found in the shelf pack, also had a different lot number. It was caught before use. Update: tube has blood in it.